Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an open rash under the front te pad, mentions the possibility of being related to bed bugs but a medical professional confirms lifevest involvement. There was no alleged device malfunction contributing to the rash. The patient¿s hospital staff provided a cream for the skin rash. Follow up indicated that the rash improved.